Manufacturer narrative:
The end user returned the subject device to an olympus repair center, and the reported issue has not been confirmed. During evaluation and inspection, deterioration of the friction plate of the bending section and distal end adhesive chipping were found. The end user has not provide any additional information concerning the event, procedure, and/or patient, despite follow up efforts. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user contacted olympus to report image noise coming from their endoeye flex defelectable videoscope during inspection prior to use. No patient or user harm has been reported.

Manufacturer narrative:
Including UDI in UDI #.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.